Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2023, this patient underwent an endovascular repair for an expanding right iliac aortic aneurysm and treated with a gore® excluder® iliac branch endoprostheses. It was reported that while the physician was utilizing the cross over method to cannulate the gate of the internal iliac artery, the dilator of the gore® dryseal flex introducer sheath (16fr, lot/serial number is unk) became caught up on the gore® excluder® iliac branch endoprostheses (iliac branch component and internal iliac component, ceb231010a/20686548 and hgb161207a/26853406) devices. This pushed both the gore® excluder® iliac branch endoprostheses into the aorta. The physician chose to leave as ¿endo trash¿ and deployed an additional gore® excluder® trunk-ipsilateral aaa endoprosthesis to contain the ¿endo trash¿ in the aorta. A different gore® excluder® iliac branch endoprostheses (iliac branch component and internal iliac component) was used to complete the procedure. No injury to the patient. The patient tolerated the procedure.

Manufacturer narrative:
-Patient medications: albuterol, aspirin, toprol-xl, cholecalciferol, cozaar, singulair, prednisone, crestor, and aldactone. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure related adverse events section includes but is not limited to, endoprosthesis: endoprosthesis: component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.